Manufacturer narrative:
The incorrect labeling was limited to an image on the outer box. Upon further investigation, it was confirmed that all 5 devices inside the box were correctly labeled. Therefore, this event no longer meets the definition of a malfunction that requires submission of a regulatory report. No additional reports will be forthcoming. This complaint is no longer consider reportable.

Manufacturer narrative:
No device was provided for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. Review of the failure matrix analysis rsk-dfmea-000053 rev.4 was carried out and this had indicated that the risk was included, and the current controls were sufficient. The current rating for the failure mode in question is within the expected levels for the complaint. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. The risk assessment for the guidewires: mandrel product was completed using the applicable failure matrix analysis "dfmea" (rsk-dfmea-000053 rev.4). A review and summary concluded: line 251 in the aforementioned dfmea states "treatment application" notes that "fracture/shear" potentially leads to "no harm to patient" with "excessive force used" and/or "incompatible device used" as potential root causes, with the affect as "guidewire replacement". Analysis of the failure mode for the hazard(s)/ hazardous situation in question demonstrates an occurrence rating of 2 and a severity rating of 1. According to the pro-001833 [?]risk management procedure'; rev. D an occurrence rating of 2 equates to [?]remote' probability of occurrence of this hazardous situation between >1ppm and <250ppm. The current rating of 18 parts per million is below expected levels. From risk assessment completed for this products failure mode it can be concluded that the failure mode is documented in the applicable dfmea and does not exceed the expected occurrence rate. Design mitigation activities describe for this instance: · design cannot eliminate this failure mode but may mitigate it.

Event description:
Phoenix light support guidewire: (B)(6). Complaint # (B)(4). Date of event: 12/21/2023. Reportability aware date: 12/21/2023. Country: france (fra). Nature of complaint: 71-year-old patient undergoing angioplasty of the left femoropopliteal axis. Intraoperative arteriography showed extensive multi-stage calcific stenosis of the superficial femoral and paplite arteries, necessitating mechanical phoenix-type endovascular artherectomy. Post-artherectomy arteriographic monitoring showed a ball of the guide residue used for the phoenix technologist, responsible for complete occlusion of the artery (leg tripod). Unsuccessful recovery attempt using two lasso systems. Multiple unsuccessful attempts at endovascular anterograde and retrograde extraction. Creation of a low popliteal approach to extract the material and thrombectomy of the leg axes. Patient with severe left calf pain on postoperative day 1, but progressed favorably thereafter. Physician name: dr (B)(6), (dr (B)(6) done the declaration) in this case it's a stagged lesion with an heavy calcification of femoro-popliteal artery (hunter to p2/3 ) with no tortuosity on site. Cross over access with destination terumo 7fr, lesion crossing (it's not a cto) by asahi gw changed for phoenix gw with micro catheter. Wire in peroneal artery. No issue or difficulties at this point. During the use of phoenix catheter (per IFU), the phoenix gw broke in distal part (below the knee in tc ). Low flow in distal part of btk. After several attempts with retrieval catheter, surgical approach to retrieve the broken wire was done. At the inspection of the retrieval part of wire, a ball of material was found on wire (fibrine, thrombus, plaque or part of wire? Must be evaluate if possible) which explain the almost complete stop of btk flow. 1. Can you confirm with the account if a phoenix catheter was used with the phoenix gw. It's an issue with phoenix gw broken during atherectomy with phoenix catheter 2. What separated? Was this a phoenix catheter or a phoenix gw? It was phoenix gw, broken during atherectomy case in distal part 3. What portion of the device separated? Last 1/3 distal part 4. What caused the separation (resistance, excessive force, tangling etc.)? The phoenix catheter and gw were used per IFU as usual no resistance no excessive force 5. Clarification on the yellow highlighted above (nature of complaint) 6. Lot#? I don't have this information yet 7. Will the device be returned? Both devices (phoenix catheter and phoenix gw) are quarantined at the complaint service in hospital. It seems the center done a declaration to french regulatory agency (ansm). In this case the ansm process required this quarantine in center till the descision of release from ansm. 8. Where exactly the separation inside the patient (specify the location)? Just below the knee in tibial tronc distal wire in p 9. What other devices were being used at the same time as this device? (Include brand name and size) a. Introducer sheath destination terumo 7fr. B. Guidewire asahi gaia 2 to cross the lesion. C. Guide catheter none. 10. Please provide patient information per us FDA regulations: a. Patient gender male. B. Patient weight 90. C. Ethnicity na in france. D. Race na in france. 11. What additional intervention(s) were implemented? A. Balloon/stenting no. B. General anesthesia yes. C. Pericardiocentesis no. D. Thoracotomy no. E. Bypass no. F. Bypass femoral/other no. G. Medication no. H. Snare no. I. Pericardial window no. J. Sternotomy no. K. N/a. L. Unknown. M. Not available from facility. N. Other (explain other) open surgery to capture the wire in tc and popliteal artery (popliteal approch). 12. What became of the separated portion of the device? A. Snared/retrieval device 2 attempts with retrieval device lasso en snare. B. Jailed/tacked to vessel wall no. C. Within sheath/guide catheter no. D. Left in body, not stented no. E. Removed along with guide wire no. F. Other removal by open surgery. 13. Was any part of the device retained inside the patient? No. 14. Was the patient discharged as expected? No . A. In what condition? (If no, or if hospitalization was required please provide details.) Patient discharged after 5 days of hospitalization to monitored to ensure follow-up; no complications. 15. Did the physician/facility report this ae to a regulatory agency? I have to clarify this point asap, I'm waiting answer from local pharmacist in charge of this ae 16. Procedure location: a. Cath lab. B. Ep lab. C. Or d. Hybrid or yes. E. Office-based lab. 17. Was room or facility transfer required for rescue/intervention? No. 18. Emergent resources available? A. A-line. B. Covered stent. C. Venoplasty balloon. D. Blood products. E. Crash cart. F. Bypass. G. Fluoroscopy. H. Chest tray. I. Tee. J. Not available from facility . 19. Did the physician believe the device caused/contributed to the ae? Yes. 20. Medical history/ co-morbidities: (select all the apply). A. Cad. B. Previous mi. C. Atrial fibrillation. D. Cardiomyopathy. E. Hypertension yes. F. Angina. G. Pad yes. H. Diabetes yes. I. Hyperlipidemia yes. J. Alcohol use. K. Tobacco use former smoker. L. Renal insufficiency no. M. Obese. N. None. O. Other ________________ p. Not available from facility. 21. Pre-op labs/ testing: (select all the apply). A. Creatinine level _______ b. X-ray type ___________ c. Tte result _________________ d. CT. E. Tee. F. Not available from facility. G. No testing performed. 22. Peripheral location segment? A. Distal. B. Mid. C. Prox. 23. Peripheral location vessel? A. At. B. Cfa. C. Illiac. D. Peroneal. E. Pop yes. F. Pt g. Sfa yes 24. Access approach? A. Contralateral yes b. Ipsilateral c. Retrograde 25. Was the procedure planned or unplanned? Planned 26. Was resistance encountered? No 27. Observed case? No 28. Procedure type (therapeutic, diagnostic)? Therapeutic 29. Vessel tortuosity? None.

Manufacturer narrative:
The sample was returned, placed in a double zip-lock type bag marked biohazard. The sample was then placed into 2 boxes which were protected with foam. Only the distal portion of the guidewire was returned. The main body was not returned. The returned distal portion was held in a small specimen tub. A visual inspection of the returned sample confirmed that the guidewire had been fractured. The distal portion of the guidewire was returned, the rest of the guidewire was not. The coil was overstretched, and part of the coil had become tangled. This guidewire is a 2- piece construction: coil and core. A microscopic examination of the returned sample revealed a fractured core. The coil had unraveled around the break point. The necking observed on the core would suggest that this was a ductile break. Microscopic examination of the guidewire distal weld did not reveal any anomalies. There was a kink noted on the returned sample, close to the distal section. On the coil there were sections of overstretch and offsets. The tangled portion of the coil had a hard substance attached when returned. This substance is plaque-like material, which is supported by the customer provided photograph, figure 3, also having a buildup of plaque inside the device. No other damage was noted on the returned product. The lot number provided, 6906979, did not match any integer lot number. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. Review of the failure matrix analysis rsk-dfmea-000053 rev.4 was carried out and this had indicated that the risk was included, and the current controls were sufficient. The current rating for the failure mode in question is within the expected levels for the complaint. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. The sample was returned, placed in a double zip-lock type bag marked biohazard. The sample was then placed into 2 boxes which were protected with foam. Only the distal portion of the guidewire was returned. The main body was not returned. The returned distal portion was held in a small specimen tub. A visual and tactile examination of the partially returned guidewire was completed, and the following features were observed: · a visual inspection of the returned sample confirmed that the guidewire had been fractured. The distal portion of the guidewire was returned, the rest of the guidewire was not. The coil was overstretched, and part of the coil had become tangled. · this guidewire is a 2- piece construction: coil and core. · a microscopic examination of the returned sample revealed a fractured core. The coil had unraveled around the break point. The necking observed on the core would suggest that this was a ductile break. · microscopic examination of the guidewire distal weld did not reveal any anomalies. · there was a kink noted on the returned sample, close to the distal section. On the coil there were sections of overstretch and offsets. · the tangled portion of the coil had a hard substance attached when returned. This substance is plaque-like material, which is supported by the customer provided photograph, also having a buildup of plaque inside the device. · no other damage was noted on the returned product. A dimensional check was performed to ensure critical guidewire dimensions are within specification per vol#003g guidewire drawing. The following dimensions were observed: · outer diameter of the guidewire - 0.01325" - pass · length of the entire guidewire could not be measured as only the distal portion of the guidewire was returned. The length of the returned portion was measured to be 2.5cm. A dimensional check was performed to ensure critical core dimensions are within specification per vol#003r core drawing. The following dimensions were observed: · core diameter - 0.00345" - pass · length of the entire core could not be measured as only part of the guidewire was returned. The length of the returned portion of the core was measured to be 2.5cm.

Event description:
Phoenix light support guidewire: (B)(4). Complaint # (B)(4) date of event: 12/21/2023 reportability aware date: 12/21/2023 country: france (fra) nature of complaint: 71-year-old patient undergoing angioplasty of the left femoropopliteal axis. Intraoperative arteriography showed extensive multi-stage calcific stenosis of the superficial femoral and paplite arteries, necessitating mechanical phoenix-type endovascular artherectomy. Post-artherectomy arteriographic monitoring showed a ball of the guide residue used for the phoenix technologist, responsible for complete occlusion of the artery (leg tripod). Unsuccessful recovery attempt using two lasso systems. Multiple unsuccessful attempts at endovascular anterograde and retrograde extraction. Creation of a low popliteal approach to extract the material and thrombectomy of the leg axes. Patient with severe left calf pain on postoperative day 1, but progressed favorably thereafter. Physician name: dr caroline caradu, (dr anne quievy-macchioni done the declaration) in this case it's a stagged lesion with an heavy calcification of femoro-popliteal artery (hunter to p2/3 ) with no tortuosity on site. Cross over access with destination terumo 7fr, lesion crossing (it's not a cto) by asahi gw changed for phoenix gw with micro catheter. Wire in peroneal artery. No issue or difficulties at this point. During the use of phoenix catheter (per IFU), the phoenix gw broke in distal part (below the knee in tc). Low flow in distal part of btk. After several attempts with retrieval catheter, surgical approach to retrieve the broken wire was done. At the inspection of the retrieval part of wire, a ball of material was found on wire (fibrine, thrombus, plaque or part of wire? Must be evaluate if possible) which explain the almost complete stop of btk flow. 1. Can you confirm with the account if a phoenix catheter was used with the phoenix gw. It's an issue with phoenix gw broken during atherectomy with phoenix catheter 2. What separated? Was this a phoenix catheter or a phoenix gw? It was phoenix gw, broken during atherectomy case in distal part 3. What portion of the device separated? Last 1/3 distal part 4. What caused the separation (resistance, excessive force, tangling etc.)? The phoenix catheter and gw were used per IFU as usual no resistance no excessive force 5. Clarification on the yellow highlighted above (nature of complaint) 6. Lot#? I don't have this information yet 7. Will the device be returned? Both devices (phoenix catheter and phoenix gw) are quarantined at the complaint service in hospital. It seems the center done a declaration to french regulatory agency (ansm). In this case the ansm process required this quarantine in center till the descision of release from ansm. 8. Where exactly the separation inside the patient (specify the location)? Just below the knee in tibial tronc distal wire in p 9. What other devices were being used at the same time as this device? (Include brand name and size) a. Introducer sheath destination terumo 7fr b. Guidewire asahi gaia 2 to cross the lesion c. Guide catheter none 10. Please provide patient information per us FDA regulations: a. Patient gender male b. Patient weight 90 c. Ethnicity na in france d. Race na in france 11. What additional intervention(s) were implemented? A. Balloon/stenting no b. General anesthesia yes c. Pericardiocentesis no d. Thoracotomy no e. Bypass no f. Bypass femoral/other no g. Medication no h. Snare no I. Pericardial window no j. Sternotomy no k. N/a l. Unknown m. Not available from facility n. Other (explain other) open surgery to capture the wire in tc and popliteal artery (popliteal approch) 12. What became of the separated portion of the device? A. Snared/retrieval device 2 attempts with retrieval device lasso en snare b. Jailed/tacked to vessel wall no c. Within sheath/guide catheter no d. Left in body, not stented no e. Removed along with guide wire no f. Other removal by open surgery 13. Was any part of the device retained inside the patient? No 14. Was the patient discharged as expected? No a. In what condition? (If no, or if hospitalization was required please provide details.) Patient discharged after 5 days of hospitalization to monitored to ensure follow-up; no complications 15. Did the physician/facility report this ae to a regulatory agency? I have to clarify this point asap, I'm waiting answer from local pharmacist in charge of this ae 16. Procedure location: a. Cath lab b. Ep lab c. Or d. Hybrid or yes e. Office-based lab 17. Was room or facility transfer required for rescue/intervention? No 18. Emergent resources available? A. A-line b. Covered stent c. Venoplasty balloon d. Blood products e. Crash cart f. Bypass g. Fluoroscopy h. Chest tray I. Tee j. Not available from facility 19. Did the physician believe the device caused/contributed to the ae? Yes 20. Medical history/ co-morbidities: (select all the apply) a. Cad b. Previous mi c. Atrial fibrillation d. Cardiomyopathy e. Hypertension yes f. Angina g. Pad yes h. Diabetes yes I. Hyperlipidemia yes j. Alcohol use k. Tobacco use former smoker l. Renal insufficiency no m. Obese n. None o. Other ________________ p. Not available from facility 21. Pre-op labs/ testing: (select all the apply) a. Creatinine level _______ b. X-ray type ___________ c. Tte result _________________ d. CT e. Tee f. Not available from facility g. No testing performed 22. Peripheral location segment? A. Distal b. Mid c. Prox 23. Peripheral location vessel? A. At b. Cfa c. Illiac d. Peroneal e. Pop yes f. Pt g. Sfa yes 24. Access approach? A. Contralateral yes b. Ipsilateral c. Retrograde 25. Was the procedure planned or unplanned? Planned 26. Was resistance encountered? No 27. Observed case? No 28. Procedure type (therapeutic, diagnostic)? Therapeutic 29. Vessel tortuosity? None.

Event description:
Phoenix light support guidewire: pg14300lf. Complaint # (B)(4). Date of event: 12/21/2023. Reportability aware date: 12/21/2023. Country: france (fra). Nature of complaint: 71-year-old patient undergoing angioplasty of the left femoropopliteal axis. Intraoperative arteriography showed extensive multi-stage calcific stenosis of the superficial femoral and paplite arteries, necessitating mechanical phoenix-type endovascular artherectomy. Post-artherectomy arteriographic monitoring showed a ball of the guide residue used for the phoenix technologist, responsible for complete occlusion of the artery (leg tripod). Unsuccessful recovery attempt using two lasso systems. Multiple unsuccessful attempts at endovascular anterograde and retrograde extraction. Creation of a low popliteal approach to extract the material and thrombectomy of the leg axes. Patient with severe left calf pain on postoperative day 1, but progressed favorably thereafter. Physician name: dr (B)(6), (dr (B)(6) done the declaration). In this case it's a stagged lesion with an heavy calcification of femoro-popliteal artery (hunter to p2/3 ) with no tortuosity on site. Cross over access with destination terumo 7fr, lesion crossing (it's not a cto) by asahi gw changed for phoenix gw with micro catheter. Wire in peroneal artery. No issue or difficulties at this point. During the use of phoenix catheter (per IFU), the phoenix gw broke in distal part (below the knee in tc ). Low flow in distal part of btk. After several attempts with retrieval catheter, surgical approach to retrieve the broken wire was done. At the inspection of the retrieval part of wire, a ball of material was found on wire (fibrine, thrombus, plaque or part of wire? Must be evaluate if possible) which explain the almost complete stop of btk flow. 1. Can you confirm with the account if a phoenix catheter was used with the phoenix gw. It's an issue with phoenix gw broken during atherectomy with phoenix catheter. 2. What separated? Was this a phoenix catheter or a phoenix gw? It was phoenix gw, broken during atherectomy case in distal part. 3. What portion of the device separated? Last 1/3 distal part. 4. What caused the separation (resistance, excessive force, tangling etc.)? The phoenix catheter and gw were used per IFU as usual no resistance no excessive force. 5. Clarification on the yellow highlighted above (nature of complaint). 6. Lot#? I don't have this information yet. 7. Will the device be returned? Both devices (phoenix catheter and phoenix gw) are quarantined at the complaint service in hospital. It seems the center done a declaration to french regulatory agency (ansm). In this case the ansm process required this quarantine in center till the descision of release from ansm. 8. Where exactly the separation inside the patient (specify the location)? Just below the knee in tibial tronc distal wire in p. 9. What other devices were being used at the same time as this device? (Include brand name and size) . A. Introducer sheath destination terumo 7fr. B. Guidewire asahi gaia 2 to cross the lesion. C. Guide catheter none . 10. Please provide patient information per us FDA regulations: a. Patient gender male. B. Patient weight 90. C. Ethnicity na in france. D. Race na in france. 11. What additional intervention(s) were implemented? A. Balloon/stenting no. B. General anesthesia yes. C. Pericardiocentesis no. D. Thoracotomy no. E. Bypass no. F. Bypass femoral/other no. G. Medication no. H. Snare no. I. Pericardial window no. J. Sternotomy no. K. N/a. L. Unknown. M. Not available from facility . N. Other (explain other) open surgery to capture the wire in tc and popliteal artery (popliteal approch). 12. What became of the separated portion of the device? A. Snared/retrieval device 2 attempts with retrieval device lasso en snare. B. Jailed/tacked to vessel wall no. C. Within sheath/guide catheter no. D. Left in body, not stented no. E. Removed along with guide wire no. F. Other removal by open surgery. 13. Was any part of the device retained inside the patient? No. 14. Was the patient discharged as expected? No . A. In what condition? (If no, or if hospitalization was required please provide details.) Patient discharged after 5 days of hospitalization to monitored to ensure follow-up; no complications. 15. Did the physician/facility report this ae to a regulatory agency? I have to clarify this point asap, I'm waiting answer from local pharmacist in charge of this ae. 16. Procedure location: a. Cath lab . B. Ep lab . C. Or. D. Hybrid or yes. E. Office-based lab. 17. Was room or facility transfer required for rescue/intervention? No. 18. Emergent resources available? A. A-line. B. Covered stent. C. Venoplasty balloon. D. Blood products. E. Crash cart. F. Bypass. G. Fluoroscopy. H. Chest tray. I. Tee. J. Not available from facility . 19. Did the physician believe the device caused/contributed to the ae? Yes. 20. Medical history/ co-morbidities: (select all the apply) . A. Cad. B. Previous mi. C. Atrial fibrillation . D. Cardiomyopathy. E. Hypertension yes. F. Angina . G. Pad yes. H. Diabetes yes. I. Hyperlipidemia yes. J. Alcohol use. K. Tobacco use former smoker . L. Renal insufficiency no. M. Obese . N. None . O. Other. P. Not available from facility. 21. Pre-op labs/ testing: (select all the apply). A. Creatinine level. B. X-ray type. C. Tte result. D. CT. E. Tee. F. Not available from facility. G. No testing performed. 22. Peripheral location segment? A. Distal. B. Mid. C. Prox. 23. Peripheral location vessel? A. At. B. Cfa. C. Illiac. D. Peroneal. E. Pop yes. F. Pt. G. Sfa yes. 24. Access approach? A. Contralateral yes. B. Ipsilateral. C. Retrograde. 25. Was the procedure planned or unplanned? Planned. 26. Was resistance encountered? No. 27. Observed case? No. 28. Procedure type (therapeutic, diagnostic)? Therapeutic. 29. Vessel tortuosity? None.

Manufacturer narrative:
The sample was returned, placed in a double zip-lock type bag marked biohazard. The sample was then placed into 2 boxes which were protected with foam. Only the distal portion of the guidewire was returned. The main body was not returned. The returned distal portion was held in a small specimen tub. A visual inspection of the returned sample confirmed that the guidewire had been fractured. The distal portion of the guidewire was returned, the rest of the guidewire was not. The coil was overstretched, and part of the coil had become tangled. This guidewire is a 2- piece construction: coil and core. A microscopic examination of the returned sample revealed a fractured core. The coil had unraveled around the break point. The necking observed on the core would suggest that this was a ductile break. Microscopic examination of the guidewire distal weld did not reveal any anomalies. There was a kink noted on the returned sample, close to the distal section. On the coil there were sections of overstretch and offsets. The tangled portion of the coil had a hard substance attached when returned. This substance is plaque-like material, which is supported by the customer provided photograph, figure 3, also having a buildup of plaque inside the device. No other damage was noted on the returned product. The lot number provided, 6906979, did not match any integer lot number. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. Review of the failure matrix analysis rsk-dfmea-000053 rev.4 was carried out and this had indicated that the risk was included, and the current controls were sufficient. The current rating for the failure mode in question is within the expected levels for the complaint. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. The sample was returned, placed in a double zip-lock type bag marked biohazard. The sample was then placed into 2 boxes which were protected with foam. Only the distal portion of the guidewire was returned. The main body was not returned. The returned distal portion was held in a small specimen tub. A visual and tactile examination of the partially returned guidewire was completed, and the following features were observed: a visual inspection of the returned sample confirmed that the guidewire had been fractured. The distal portion of the guidewire was returned, the rest of the guidewire was not. The coil was overstretched, and part of the coil had become tangled. This guidewire is a 2- piece construction: coil and core. A microscopic examination of the returned sample revealed a fractured core. The coil had unraveled around the break point. The necking observed on the core would suggest that this was a ductile break. Microscopic examination of the guidewire distal weld did not reveal any anomalies. There was a kink noted on the returned sample, close to the distal section. On the coil there were sections of overstretch and offsets. The tangled portion of the coil had a hard substance attached when returned. This substance is plaque-like material, which is supported by the customer provided photograph, also having a buildup of plaque inside the device. No other damage was noted on the returned product. A dimensional check was performed to ensure critical guidewire dimensions are within specification per vol#003g guidewire drawing. The following dimensions were observed: outer diameter of the guidewire - 0.01325" - pass length of the entire guidewire could not be measured as only the distal portion of the guidewire was returned. The length of the returned portion was measured to be 2.5cm. A dimensional check was performed to ensure critical core dimensions are within specification per vol#003r core drawing. The following dimensions were observed: core diameter - 0.00345" - pass. Length of the entire core could not be measured as only part of the guidewire was returned. The length of the returned portion of the core was measured to be 2.5cm. The risk assessment for the guidewires: mandrel product was completed using the applicable failure matrix analysis "dfmea" (rsk-dfmea-000053 rev.4). A review and summary concluded: line 251 in the aforementioned dfmea states "treatment application" notes that "fracture/shear" potentially leads to "no harm to patient" with "excessive force used" and/or "incompatible device used" as potential root causes, with the affect as "guidewire replacement". Analysis of the failure mode for the hazard(s)/ hazardous situation in question demonstrates an occurrence rating of 2 and a severity rating of 1. According to the pro-001833 [?]risk management procedure'; rev. D an occurrence rating of 2 equates to [?]remote' probability of occurrence of this hazardous situation between >1ppm and <250ppm. The current rating of 18 parts per million is below expected levels. From risk assessment completed for this products failure mode it can be concluded that the failure mode is documented in the applicable dfmea and does not exceed the expected occurrence rate. Design mitigation activities describe for this instance: design cannot eliminate this failure mode but may mitigate it.